Event description:
The complainant reports a balloon burst.

Manufacturer narrative:
The device reported, is abbott product that is marketed internationally which is the same or similar to a device, that is marketed domestically. Abbott nutrition standard procedure includes attempting to obtain all required info from the source.